Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high blood glucose after changing ilet infusion supplies and reconnecting, with an initial site suspected to be suboptimal and confirmed tubing primed after disconnection; the user then performed a guided site change, reconnected, and resumed insulin delivery. Symptoms included hyperglycemia with readings reported as ¿high¿ for approximately 1.5 hours and device alerts for levels above 300 mg/dl for over 90 minutes, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included no injury, no hospitalization, and no need for third-party assistance. Investigation included remote troubleshooting and user education, including verification of insulin flow through tubing and replacement of the infusion site. Investigation of this case revealed no device malfunction identified and a likely infusion site or insertion issue as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with site-related delivery interruption.